Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported there was no alarm coming from speaker, no form of audio coming out. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found no external damage or defects. The unit powered on and off using battery and ac power. Alarm conditions were visual but audible alarm volume was low. The speaker sounds low even when at max volume and some times has high volume spikes. The speaker circuit on the system board was probed and component r62 was found to be defective as the resistance oscillates between lower than specified resistance and really high resistance. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported there was no alarm coming from speaker, no form of audio coming out. No patient impact or consequences were reported.